Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to pace a pt, the device's pacer output was intermittent. The complainant indicated that when the ambulance hit a bump in the road, the unit started working appropriately. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.